Event description:
It was reported that this right ventricular (rv) lead had perforated the ventricle of the heart. The lead had been implanted a few days prior. Surgical intervention was later performed, and the rv lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix retracted and dried body fluid and tissue was noted in the helix housing, which is normal for active fixation leads. The lead tip and helix appear normal, and no problems were observed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had perforated the ventricle of the heart. The lead had been implanted a few days prior. Surgical intervention was later performed, and the rv lead was explanted and will be returned for analysis. No additional adverse patient effects were reported. Additional information was received detailing that the patient also experienced hemothorax and pericardial effusion due to the previously mentioned perforation. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix retracted and dried body fluid and tissue was noted in the helix housing, which is normal for active fixation leads. The lead tip and helix appear normal, and no problems were observed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix retracted and dried body fluid and tissue was noted in the helix housing, which is normal for active fixation leads. The lead tip and helix appear normal, and no problems were observed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had perforated the ventricle of the heart. The lead had been implanted a few days prior. Surgical intervention was later performed, and the rv lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix retracted and dried body fluid and tissue was noted in the helix housing, which is normal for active fixation leads. The lead tip and helix appear normal, and no problems were observed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes. Information was corrected from the following fields: b5: describe event or problem field. H3: device eval by manufacturer.

Event description:
It was reported that this right ventricular (rv) lead had perforated the ventricle of the heart. The lead had been implanted a few days prior. Surgical intervention was later performed, and the rv lead was explanted and will be returned for analysis. No additional adverse patient effects were reported. Additional information was received detailing that the patient also experienced hemothorax and pericardial effusion due to the previously mentioned perforation. No additional adverse patient effects were reported.